Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 39 mmol/l at the time of the event. The customer uses sure-t infusion sets. The customer tried changing the infusion set three times prior to the event. No infection was noted. Nothing further was reported.